Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that a delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked within introducer sheath. The introducer sheath was inspected, and no anomalies was noted, the twist lock had been opened. An important amount of blood was noted inside the introducer sheath. The main coil was found kinked and severely stretched. The delivery wire was inspected, and no anomalies were noted. No more damages were found in the returned device. Functional inspection revealed that the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the delivery wire and main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of main coil revealed the components were within specification except the number of distal fiber bundles, which were only 13 out of 17.

Event description:
Reportable based on device analysis completed on 12nov2021. It was reported that the coil could not be advanced. The target lesion was located in the liver. A 20mm x 40cm interlock cube -35 was selected for use. During the procedure, it was noted that the coil could not be advanced. Repeated flushing was done and catheter was replaced, however the coil still could not be advanced. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.